Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is experiencing discomfort in the knee. An image taken showed the relaxation of the prosthesis. The physician stated that the patient will require a revision in the near future. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was also reported that the patient was experiencing pain and swelling. The patient has since been revised.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The complaint as unable to be confirmed. No devices were received; therefore the condition of the components is unknown. Review of DHR found no deviations and anomalies. Unable to perform a compatibility check based on the provided information. Root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.